Event description:
The user facility reported that the attachment piece broke off during reprocessing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
No new information.